Event description:
It was reported that the patient experienced 'severe' pain on her right side at the kidney and hip area. Most of her pain was on the right side and she stated it was 'so extreme.' The patient had symptoms of sweats, heat sweats, cold then hot, and restlessness. She received antibiotics from her doctor and was 'feeling better.'

Event description:
Follow up reported there was no infection with the patient but the patient did elect to have the device explanted due to discomfort.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 39286-65, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).